Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part: 04.038.185s; lot: h449995; part manufacturing date: october 02, 2017; manufacturing site: elmira; part expiration date: september 01, 2027 a review of the device history record revealed no complaint related anomalies. The device history record shows lot h449995 of tfna screws was processed through the normal manufacturing and inspection operations with no rework or nonconformances noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot h198827 met all specifications with no issues documented that would contribute to this complaint condition. No relevant nonconformances were noted. A review of the device history record revealed no complaint related anomalies. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. Product was not returned. Based on the received picture, breakage of tfna screw can be observed. However, based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Risk documentation was reviewed with the result that this complaint condition is adequately covered by the risk assessment. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The received picture does show a broken tfna lag screw and not a nail as initially indicated in the complaint description. The initially complained nail was not returned and no article- and lot number or any further information about this nail was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed as the allegation is very liked against the lag screw and not the nail, especially as the fracture of the lag screw did not occur in a area where the screw is in contact with the nail. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent hardware removal and was revised to a total hip replacement due to a broken unknown synthes nail. Upon visual examination in the laboratory, it could be seen that the threaded section of the unknown trochanteric fixation nail advance (tfna) lag screw had snapped. There had been previous incidents where the unknown tfna lag screws had broken but these breaks usually occurred much lower down on the smooth section of the unknown tfna lag screw, where it passes through the nail. The surgeon commented that this was the first occasion where the device broke in this manner and found it unusual as there are ¿no real forces going through the screw at that point¿. The nail was in used for (6) six months before the breakage occurred and there were no unusual circumstances or damage noted to the device prior to the procedure being undertaken. There have been no further problems since the reported issue happened. It is unknown if the procedure was completed successfully. Patient outcome is unknown. Concomitant device reported: unknown screw (part #: unknown, lot #: unknown, quantity: 1). This report is for one (1) tfna fenestrated screw 85mm - sterile. This is report 2 of 2 for (B)(4).